Manufacturer narrative:
Follow-up information from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: when a term like "piece of metal" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse events are not indicative of a quality defect per se. In this particular case, additionally a technical defect (breakage) was reported. The ae case refers also to a usability issue. The reported technical defect could not be evaluated in more detail due to lack of sample return (see technical assessment). Four further ae case reports have been received to date in relation to batch no. A33565, of which one case refers also to similar adverse types of events and one to similar technical types of events. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous report refers to a (B)(6) female patient who had an attempt of essure placement and experienced coil appeared to have a piece of metal in it, complication of device insertion, doctor tried to remove but was unsuccessful and second side not visible, then bilateral insertion was not achieved. All events are non-serious, except the event coil appeared to have a piece of metal in it interpreted as a device breakage which was considered serious. Upon receipt of technical investigation this event previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). The remaining events are listed either. This case was regarded as a other reportable incident since a device breakage was reported. During difficult insertions, single cases have been reported of essure breakage. In this particular case it was stated that coil appeared to have a piece of metal in it and physician tried to remove but was unsuccessful. Second side was not visible due to dense tissue. Bilateral placement was not achieved. A product technical analysis was performed and concluded that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The technical assessment stated "unconfirmed quality defect". Medical ptc assessment considered that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had an attempt of essure insertion (fallopian tube occlusion insert) lot number a33565 . It was stated that coil appeared to have a piece of metal in it and physician tried to remove but was unsuccessful. Second side was not visible due to dense tissue. Bilateral placement was not achieved. It occurred on (B)(6) 2014. No further information was provided. Company causality comment: this medically confirmed, spontaneous report refers to a (B)(6) female who had an attempt of essure placement and experienced coil appeared to have a piece of metal in it, complication of device insertion , doctor tried to remove but was unsuccessful and second side not visible, then bilateral insertion was not achieved. All events are non-serious except the event coil appeared to have a piece of metal in it interpreted as a device breakage .this event is unlisted while the remaining events are listed. This case was regarded as a near-incident since a device breakage was reported. During difficult insertion, single cases have been reported of essure breakage. In this particular case was stated that coil appeared to have a piece of metal in it and physician tried to remove but was unsuccessful. Second side was not visible due to dense tissue. Bilateral placement was not achieved. Ptc analysis will be request.